Event description:
It was reported that the right ventricular lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in three pieces. The inner conductor of the middle section of the lead was not returned. The electrical characteristics of the lead could not be fully evaluated.